Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of will not hold a charge. Unit was left charging for more than 8 hours, only changed to 60%. Will not turn on was confirmed. The scanner shuts down prematurely when ac power is removed. Reported issue root cause: the root cause of the reported issue is a use-related internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - will not hold a charge. Unit was left charging for more than 8 hours, only changed to 60%. Will not turn on. On (B)(6) 2021, evaluation found system to shut down prematurely when the ac power is removed.